Event description:
It was reported the right atrial (ra) lead exhibited high thresholds and a possible loss of capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2011; product ID 383069 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).